Manufacturer narrative:
(B)(4) after the submission of the initial medwatch report, it was noted that the manufacturer of the device has been identified as fresenius (B)(4).

Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. The device involved in the event is expected to be returned. A follow up report will be submitted upon completion of evaluation or if any additional information is received.

Event description:
In (B)(6) 2016, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. On 19 sep 2016, report indicated the jejunal tube was blocked and was unable to be flushed. The duopa was administered via the gastric port. The x ray and MRI showed a kink in the jejunal tube. On 04 oct 2016, report indicated that the there was a knot in the jejunal tube and it was replaced.